Event description:
The customer's parent reported via phone call that the insulin pump had a damaged battery cap. The insulin pump had scratches around the battery cap. The customer could not remove the battery cap. Customer's blood glucose level was 352 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with cracked case at battery tube threads, minor scratched lcd window, black shadow on the display due to warped/uneven pcb on the lcd board, and stripped battery cap coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.